Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes had the fill line printed "lower than usual." No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for incorrect fill line position with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions were implemented. Based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for incorrect fill line position with the incident lot was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures were implemented to mitigate further occurrences. A CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions were implemented.

Event description:
It was reported that bd vacutainer sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes had the fill line printed "lower than usual." No serious injury or medical intervention was reported.